Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. On (B)(6) 2016, the minimum rv pacing impedance dropped to 165 ohms from a trend of 431-650 ohms. Since (B)(6) 2016, there were 12927 short circuit paces, 89 non physiological senses and 9426547 successful paces. It was noted that a ventricular polarity switch occurred and the lead was listed as unipolar. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance which triggered a polarity switch. During lead I mpedance measurements, the patient experienced slight twitching. As a result of the event, the chronic lead trend function was turned off. It was noted that the event may be related to the lead's deterioration over time as the lead had been implanted for ten years. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.